Manufacturer narrative:
The device was manufactured from august 24, 2018 - august 25, 2018. The device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed leakage at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the spike port; the port was not accessed. The leak was discovered after filing the bag with fluid using the needle port and prior to patient use. There was no patient involvement. No additional information is available.